Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the pin was broken off in the atrial connection. The upper/lower case and both bail covers were broken. The heart block and heart wire contacts were contaminated. The lead flex cover was also contaminated.